Event description:
The surgeon performed tha surgery with the pt in 2008. At that time, the surgeon used the triad cup "f" (not stryker brand) with the pt. The triad cup was manufactured by japan medical material corporation. The cat# of the product is j543-11-54f and the lot# is 01885. The pt felt pain of the hip when they sat up. The pt voiced a strong desire to interchange all implant in the patient's body. Therefore, the surgeon performed the revision surgery with the pt about 5 days later. At that time, the crossfire insert also dissociated from the triad cup. At the patient's request, the surgeon changed all implant (stem, ...more.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.